Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: promus element mr ous 2.25 x 20mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent was moved on the balloon in a distal direction. The manufacturing crimp data for this device was reviewed and there were no issues noted. The maximum crimped stent profile was found and was within the max crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed no issues. An examination of the shaft polymer extrusion identified no issues. There were no signs of damage or strain to the bi-component bond. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 06-jul-2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 75% stenosed, 18x2.8mm, concentric, de novo target lesion with a bend of <=45 degrees was located in the moderately tortuous, mildly calcified mid right coronary artery (rca). Pre-dilatation was performed with semi complaint balloon catheter resulting to 70% residual stenosis. A 2.25x20mm promus element ¿ drug eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another 2.25x20mm stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent moved on balloon.